Event description:
It was initially reported that the patient's vns has not been working for years. It is unknown what is meant by not working, lack of efficacy, a depleted generator or an allegation of a malfunction. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had brain surgery a long time ago. The patient's seizures were controlled as a result of the surgery and the generator was allowed to die. There was no return in seizures after the generator was depleted so the generator was never replaced. There was no malfunction suspected with their vns.